Manufacturer narrative:
(B)(4).. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer reports the power cable has a burnt lead, and there is no power.